Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Patient anatomy may have played a factor and could have contributed to a difficult angle during removal. Any deformations to the instrument tip can also contribute to difficulty during removal. However, as the inserter was not available for evaluation, we were unable to determine the root cause conclusively. H3 other text : device not returned.

Event description:
It was reported that during screw implantation, the yukon oct screw inserter tip jammed with one of the screws intra-operatively. The procedure was completed successfully with a unknown surgical delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Sales rep retained.

Event description:
It was reported that during screw implantation, the yukon oct screw inserter tip jammed with one of the screws intra-operatively. The procedure was completed successfully with a unknown surgical delay. No adverse consequences or medical intervention were reported.